Manufacturer narrative:
The pump was received with no button response due to lcd keypad connector unlocked. The pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call of button error on customer's insulin pump. The customer's blood glucose at the time was 50mg/dl. The mother states the bottom arrow button is unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.